Manufacturer narrative:
No product returning for eval. Should new relevant info become available a supplemental form will be submitted.

Event description:
It was reported that the customer woke up with elevated blood glucose levels (800 mg/dl), diabetic ketoacidosis, and vomiting. The customer was hospitalized on (B)(6) 2015. Reportedly, the customers' infusion site had been in use for 6 days and appeared to be red and irritated. Customer was treated through intravenous insulin and fluids, and released on (B)(6) 2015.